Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for top assembly batch 6963433 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Clinical study. It was reported that post index procedure, the patient experienced a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal circumflex (cx). The lesion was 3 mm wide, 30 mm long, and 80% stenosed. There was mild tortuousity. The physician predilated the lesion prior to placing a 3.0 x 32 mm taxus express2 stent. Residual stenosis was 0%. The patient received angiomax, aspirin and palvix during the procedure. The patient was discharged one day later on aspirin and plavix. On day 600, the patient had a tvr in the proximal cx due to focal in-stent restenosis. Another manufacturers stent was placed. Of note, the patient was not taking plavix at the time of the event. The patient was discharged one day later. In the opinion of the physician, there is an unknown relationship between the tvr and the taxus stent.